Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lfs and alleged that his meter would not power on. He stated that the last time he tested was on (B)(6) 2004 at 8:00 am. He reported feeling weak and was experiencing stomach problems. He stated that he was treated by a medical professional and the treatment was glucose. The patient was able to obtain a blood glucose reading on another meter; the result was 275 mg/dl. The issue with the meter was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. The meter has been replaced for the patient. It would have been helpful to know what the patient's blood glucose result was at the time that treatment was given. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter is being sent as a second attempt to obtain more clinical information.